Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed. According to the complainant, the jaws would not meet/close on the tissue therefore, they were unable to take a biopsy. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy procedure performed. According to the complainant, the jaws would not meet/close on the tissue therefore, they were unable to take a biopsy. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device did not find any discrepancies. Functionally, the jaws were unable to close. The device was disassembled and it was found that there was no inner sheath. The condition of the returned incident device was consistent with the complaint that the device would not close. The evaluation found that the device's inner sheath was not present, this prevented the jaws from closing. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Patient's age is unknown, however, the patient is (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.